Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual and microscopic evaluation noted that the ligator housing was returned with six bands still attached to it. One tooth was damaged, and the handle did not have evidence that the trip wire was secured. Additionally, the trip wire was broken and detached. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the ligator housing returned had six bands still attached to it, one tooth was damaged, the handle did not have evidence that the trip wire was secured, and the trip wire was broken and detached. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. The IFU states "secure trip wire in slot on handle unit." This condition of unsecured trip wire, could have ultimately affected the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire unable to work accordingly with the handle when deploying the bands. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, making the teeth get damaged. Although the trip wire was returned broken, since this was not reported, it is most likely that the trip wire was broken when the device was taken out of the scope. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions.

Event description:
Note: this report pertains to the second of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices ligation procedure performed on (B)(6) 2024. During the procedure, the bands were entangled together and could not be deployed. A second speedband superview super 7 was used. The first was band was successfully deployed; however, the remaining six bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
Note: this report pertains to the second of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices ligation procedure performed on (B)(6) 2024. During the procedure, the bands were entangled together and could not be deployed. A second speedband superview super 7 was used. The first was band was successfully deployed; however, the remaining six bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.